Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, battery testing, power-on self test and review of the alarm log were performed. The broken door was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the pump head door assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion had a broken door. It was not specified when in the process this occurred. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.